Event description:
The report received from the cordis clinical registry indicated a pt experienced a periprocedural undetermined non q-wave myocardial infarction during a percutaneous coronary intervention. The main indication for the procedure was unstable angina. A 3.5x33mm cypher stent was implanted at 20 atms in the proximal left anterior descending coronary artery. The lesion was described as 3.5x33mm long, de novo, eccentric, angulation less than 45 degrees, little or no calcification, type b1 classification and 90% stenosis. The vessel was predilated with an unk 2.5x20mm balloon at 8 atms. Post dilatation was not conducted, residual stenosis was zero. A periprocedural undetermined non q-wave myocardial infarction was reported. No action was taken and the pt was discharged home three days later.

Manufacturer narrative:
This cypher-sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted within 30 days upon receipt.